Manufacturer narrative:
B5: it was reported during follow up that all antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported), amikacin injection (1gm, discontinued, route, frequency and duration were not reported) and ceftazidime injection (1gm, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.